Event description:
It was reported that the customer's insulin pump was not giving him an option to calibrate. The customer received an alarm stating "meter blood glucose by." The customer was able to clear the alarm by pressing the esc and act buttons. Explained the alarm to the customer. The customer's blood glucose was 424 mg/dl. The customer stated that he ingested waffles and coffee. Explained to customer to monitor his blood glucose and advised customer to call back to perform troubleshooting if his blood glucose stayed high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.